Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, no image appeared from the camera head, caused by a circuit board failure. In addition, the camera head had an abnormal appearance, caused by physical stress. There were cracks in the connector and main body, and corrosion was discovered on the head scope mount. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported a cable disconnection on the hd autoclavable camera head during an unspecified therapeutic procedure. The device was returned to olympus and evaluated. Upon inspection and testing, no image was displayed. This medical device report (MDR) is being submitted to capture the reportable event found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cabling and charged coupled device (ccd) are flooded. Therefore, it is likely that the video function did not function properly due to the flooding of the cabling and charged coupled device (ccd), leading to the phenomenon [image defect (image disappeared)]. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the event was found during inspection for use. The intended procedure was completed with a camera head replacement.